Event description:
It was further reported that the physician confirmed that concentration had not been changed. The concentration of the drug in the reservoir was checked and on the date of this report the patient received in continuous mode 184¿g/d. No bolus performed after the refill. The patient was currently doing ¿ok¿ and receiving effective therapy. End of service (eos) will be in 14 months and they have decided to change the catheter and pump at that same time.

Event description:
It was reported, there were overdose symptoms of drowsiness and coma after a refill procedure. It was noted, there were no volume discrepancies, or dose changes. It was reported, there was hospitalization. It was noted that x-rays were performed. The patient status was noted as alive with no injury. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)